Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified and the cpu pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a monitor display went blank during use. No one was injured as a result of this event.